Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that when connecting the vessel sealing instrument to the generator, the generator would not recognize the instrument. They restarted the system and the generator several times without any success. After speaking with an intuitive surgical inc., (isi) representative, the site replaced the vessel sealing instrument with a new instrument to complete the procedure. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the instrument's blade was dislodged approximately .092 in between grips. The grips had bio debris on the blade track. The conductor wire and other cables were undamaged. An additional observation not reported by site was that the instrument's snake wrist was dislodged; one disc was not seated properly and was overlapping on top of another disc, preventing intuitive motion. Failure analysis was unable to place the instrument on an in house system, wrist would not fit through cannula. Instrument passed electrical continuity testing. No cables were damaged at the distal end. Failure analysis concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's snake wrist found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.